Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the monitor failed to trace the saturation venous oxygen levels. No other details regarding the nature of the event were provided. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.